Event description:
It was reported during the implant procedure that there was noise and loss of pacing during ICD implant testing (device in the pocket). The physician reopened the pocket and visually examined the device and saw an issue with the setscrew and blood under the grommet. The ICD was removed and replaced with a new ICD and the case completed. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but grommet damage was noted.